Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/26/2016, that on (B)(6) 2016, the receiver displayed a firmware error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and did not find any errors related to the customer complaint. The reported event of a firmware error was not confirmed. A root cause could not be determined.